Event description:
It was reported that the ambulance was involved in a traffic accident. It was reported that the ambulance hit an obstacle. The operator/paramedic has been injured but not through the stryker products.

Manufacturer narrative:
Details of paramedic injury are unknown, but it was reported that the device did not contribute to the injury. Device not evaluation or repaired, because we recommend that the device be removed from service.